Manufacturer narrative:
Follow-up #1: date of submission 05/15/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: the last basal delivery was on 02/08/2017. A 'basal edit not saved' occurrence was recorded on (B)(6) 2017 at 12:52 which indicates that the user attempted to edit the basal rate but did not select save. The pump's black box shows multiple other instances where insulin delivery could have been interrupted. There were manual suspensions of the pump. There were no hypersensitive buttons observed with the pump. The recorded total daily doses of insulin added up correctly and reflected the programmed amounts. The pump passed a delivery accuracy test with no issues or variations. The force sensor measured within specifications. There were no delivery interruptions observed during testing. The alleged issue could not be duplicated. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump was not delivering insulin accurately. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation against the delivery function of the pump.¿